Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and the buttons were harder to press. Customer¿s blood glucose level was unknown. Customer also reported polarized effect on screen, battery life had diminished, insulin pump had rejected new battery, had to hold button for it to work, unexplained no delivery alerts not due to site issues and no delivery alerts becoming more frequent. The device will not be returned for analysis.